Event description:
Alaris IV infusion pump suddenly stopped working (brain and 4 attached modules). Error code 9-1513-202 was shown on the screen. Nothing was touching the pump at the time of the error; 2 of the channels were running infusions. Pump was tagged and taken out of service. Infusion medications were transferred to a new infusion pump. Internal (B)(4). Pt code: 4582. Device codes: 1503, 3023. Ref report: mw5172212.